Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and high out of range impedance measurements on the right atrial channel. Due to this, the device stored atrial tachy response (atr) episodes inappropriately. It was discussed to perform a lead revision in the near future. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received confirming that a lead revision was performed and the lead was reinserted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and high out of range impedance measurements on the right atrial channel. Due to this, the device stored atrial tachy response (atr) episodes inappropriately. It was discussed to perform a lead revision in the near future. At this time, this device remains in service. No further adverse patient effects were reported.